Event description:
It was reported the device was in back up mode. Technical support was contacted and suspected the back up mode was due to the device being at elective replacement indicator (eri). The device was explanted and replaced due to the eri to resolve the event. The patient was stable.

Manufacturer narrative:
Implant date: implant date is estimated to have occurred in 2015.